Manufacturer narrative:
Based on the information received and the investigation performed by accessclosure, the root cause of the reported retroperitoneal bleed with transfusion could not be determined, however, the reported multiple sticks could have potentially caused or contributed to the reported incident. The device was not returned for evaluation. Per the mynx instructions for use, "do not use the mynx vascular closure device if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed." In addition, the safety and effectiveness of the mynx device have not been established in pts receiving glycoprotein iib/iiia platelet inhibitors.

Event description:
A female pt reportedly underwent a coronary intervention in 2009. It was reported that there may have been multiple sticks, including a potential venous stick, before access was obtained in the common femoral artery. Peri-procedural integrilin and lovenox were administered. At the end of the coronary intervention, a femoral angiogram was taken in which there was no report of calcium and/or peripheral vascular disease (pvd) in the vicinity of puncture. The physician proceeded to use the mynx device in which hemostasis was achieved. Within 10 mins after the procedure, the pt's blood pressure began to drop and she was given atropine and dopamine. A CT scan documented a retroperitoneal bleed and she was transfused with 2 units of blood. It was reported that prior to the cath procedure, the pt's hgb was 13.8 which dropped to 11.3 post-procedure. The pt recovered well and was discharged the following month, without further incident.